Manufacturer narrative:
Initial.

Event description:
It was reported that a user experienced hyperglycemia after an insulin occlusion alarm on the ilet system, changed all supplies including a contact detach infusion set on the abdomen, then ate when blood glucose was elevated. The continuous glucose monitor (cgm) showed a peak of 334 mg/dl and fingerstick confirmed 319 mg/dl, with the high lasting about three hours. Symptoms included elevated blood glucose without reported acute complications. Outcomes included continued monitoring at home with no medical intervention or hospitalization, and blood glucose trending down to 313 mg/dl by the end of the call. Investigation included review of alarm history, device logs, and a walkthrough of the supply change process. Investigation of this case revealed correct completion of the supply change and no detected issues with insulin delivery following the change, with the high attributed to the prior occlusion and food intake while already hyperglycemic. It was concluded, based on previously established findings for similar reports, that the cause was use-related factors in the context of a resolved insulin flow interruption, with no device malfunction identified.